Event description:
Chloraprep sticks looking like they are activated when we get them in the hand pack. They still activate when popped and have a full liquid sponge, but there is concern that because the dye is showing we could be losing alcohol via evaporation and not have the right amount to prep. These have all been pulled from stock. Company has responded to two formal complaints indicating they do not believe this to be a big problem. They indicated they will continue to track and trend this defect. We do not believe this to be an appropriate response to this issue and we continue to have concerns regarding sterility and volume of the product for use.